Event description:
The reporter a dentist stated (pt #2) used the product to fill an extraction socket. A few days after the procedure, signs of local infection such as pain and swelling developed. The pt had exudation from the socket after extraction of tooth #13 and the product was placed. The pt was treated with normal saline irrigation and an antibiotic. The pt did not come back for further eval. The dentist has not heard any complaint from the pt after that.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.